Event description:
Boston scientific received information that this implantable defibrillation lead implanted with another manufacturer's implantable cardioverter defibrillator (ICD), exhibited high out of range shock impedance measurements greater than 125 ohms in multiple configurations. Boston scientific technical services (ts) discussed the acceptable parameters for sli. Attempts to obtain additional information were unsuccessful. This product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that another manufacturer's implantable cardioverter defibrillator (ICD) exhibited tones due to continued high out of range shock impedance measurements. The suspected cause was fibrotic tissue growth. The physician noted that upon further review the patient's ejection fraction had normalized and since the patient had never received therapy he would likely turn off the ICD because he didn't feel like the patient needed it anymore. At this time the lead remains in service and no adverse patient effects were reported.